Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump shuts off after 4 hours". They stated that the pump was used four times a day for one hour each time. During a follow up call from mmdg they clarified that the pump battery didn't last more than found hours. The initial reported also stated that the patient had no adverse effects due to this complaint. (B)(4).